Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A doctor reported two patients have induced with the rule astigmatism on post-operative topography after lasik procedures. Patient two was treated for sphere refraction only. One month post-operative astigmatism showed up on topographies but not on manual refraction. Patient is reported to be happy. There are two related reports for this patient. This report addresses patient two and another manufacturer report will be filed for patient one.

Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the event. With limited information, the root cause could not be determined conclusively. (B)(4).